Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: after connecting the accel bottles the nurses realized that the vacuum had been lost so no suction occurred. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample was received and thus a further evaluation and investigation of the complaint is not possible. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.